Event description:
The customer reported that her pump in style transformer had fallen apart.

Manufacturer narrative:
The customer was sent a replacement transformer. Attempts to contact the customer for f/u and for product return were unsuccessful. As of the date of this report, the product has not been received. Should the original product or add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. Though the product has not been received, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.